Event description:
Spontaneous call from patient's partner regarding ms3 pump. States that the pushrod is not advancing so she is unable to load the cartridge. She tried to take the batteries out, put them in, followed other proper steps (removed cartridge, pressed "ok" but pushrod still not advancing), and syringe is not overfilled (using 2ml/medication). Patient able to use back up pump and sending replacement pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? No. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml.